Event description:
Pdc received a call on (B)(6) 2014 reporting a medical attention that occurred on (B)(6) 2014 between 5:30-5:45pm. Pt's wife ((B)(6)) stated that pt's blood sugar was too low. Pt displayed signs of loopiness and fell out of a chair. The reading on the prodigy meter at the time of the event was 72mg/dl. Paramedics were called immediately. Pt was given a soda while waiting on paramedics. Paramedics performed a blood glucose test with a result of 58mg/dl. Approximately 3-4 minutes passed between testing with the prodigy meter and the paramedic's meter. Pt was given a glucose tube and was not transported to the ER. Pdc sent replacement and prepaid envelope requesting return of suspect product.